Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. On (B)(6) 2024 the patient had imaging and a thrombus was noted on the closure device, the patient continued on eliquis. A follow up was performed on (B)(6) 2024 and there was no thrombus noted, the patient was switched to plavix. On (B)(6) 2025 the patient had a transesophageal echocardiography (tee) imaging to evaluate their mitral regurgitation (mr) and tricuspid regurgitation (tr) and per physician a thrombus was noted on top of the closure device with a torn fabric cap. The patient was put on coumadin and was admitted to the hospital on the same date. The physician is planning on surgery to remove the closure device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. On (B)(6) 2024 the patient had imaging, and a thrombus was noted on the closure device, the patient continued on eliquis. A follow up was performed on (B)(6) 2024 and there was no thrombus noted, the patient was switched to plavix. On (B)(6) 2025 the patient had a transesophageal echocardiography (tee) imaging to evaluate their mitral regurgitation (mr) and tricuspid regurgitation (tr) and per physician a thrombus was noted on top of the closure device with a torn fabric cap. The patient was put on coumadin and was admitted to the hospital on the same date. The physician is planning on surgery to remove the closure device. It was further reported that the closure device is not scheduled for removal. The physicians plan to monitor for now and will repeat imaging for device related thrombus (drt). Additionally, the appearance of a torn fabric cap on the closure device was determined to be an imaging artifact.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6 device code, updated from a04 material integrity problem to a24 adverse event without identified device or use problem.